Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that patient's right hip was revised for questionable infection. Once inside, when the surgeon removed the head, surgeon noticed a black residue at the head/neck junction and revised the head and poly only. The psl 50 cup and size 1 accolade I stem were well fixed and remained implanted.

Manufacturer narrative:
An event regarding infection and corrosion involving a unknown accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual inspection was performed from a provided photo, the stem is still implanted in the patient, no visual damage and some residue on the trunnion, most likely biological matter. -medical records received and evaluation: the clinical consultant concluded that no clinical or past medical history, no operative reports, and no examination of the explanted components are available. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. Conclusions: the event could not be confirmed nor the root cause of the reported event determined because the devices were not returned for evaluation and insufficient medical information was provided. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient's right hip was revised for questionable infection. Once inside, when the surgeon removed the head, surgeon noticed a black residue at the head/neck junction and revised the head and poly only. The psl 50 cup and size 1 accolade I stem were well fixed and remained implanted.